Event description:
It was reported x-rays confirmed that leads had migrated and causing ineffective therapy and ipg was causing discomfort at the pocket site due to patient losing weight and felt large on the flank. As such, surgical intervention was undertaken on (B)(6) 2024, wherein the leads were revised and re-anchored and got to their original positions and ipg was replaced. Effective therapy was restored following the procedure.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.